Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for routine follow up. Upon interrogation of implantable cardioverter defibrillator, two ventricular fibrillation events were noted on (B)(6) 2018 and (B)(6) 2018. The patient did not receive high voltage therapies due to these events. Review of the stored electrogram indicated noise on both right atrial and ventricular channels. The cause of noise was suspected to be possible external electromagnetic interference. No intervention was performed. The patient was in stable condition.